Event description:
Patient implanted with biologic infuse rhbmp-2 used in combination with modular verte-stack anatomic peek components for c5 single-level cervical vertebral body replacement (corpectomy) and c4-5/c5-6 anterior cervical discectomy and fusion. Patient was not informed of 2008 FDA public notice warning of life-threatening complications referencing use of rhbmp-2 in the cervical spine, nor was patient informed that use of the verte-stack components in the cervical spine is contraindicated on the device labeling cleared by the FDA [k070173]. Https://web.archive.org/web/20160801140944/https://www.FDA.gov/cdrh/510k/k070173.pdf. Studies show rhbmp-2 expression associated with metastatic prostate cancer patients [https://www.ncbi.nlm.nih.gov/pubmed/2130271]. In (B)(6) 2020, patient was diagnosed with metastatic prostatic cancer extracapsular involvement through psa velocity, MRI, fusion biopsy and histology. FDA safety report ID# (B)(4).